Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 482mg/dl. Troubleshoot for the high blood glucose level was conducted. The customer states the presence of two champagne air bubbles. The customer was advised to change the entire set and reservoir, and to treat per their health care providers instructions. The customer was advised to call back if high levels persist.